Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The stent was partially deployed approximately 1.2cm from the mid shaft. The inner shaft was intact. The outer shaft had buckling at the nosecone. The handle and rack were intact. The tip was attached to the inner shaft as-received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the femoral artery. A 6x150x130 innova¿ stent was advanced to the lesion. However, it was noted that the stent was malfunctioned and broke. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the femoral artery. A 6x150x130 innova¿ stent was advanced to the lesion. However, it was noted that the stent was malfunctioned and broke. No patient complications were reported and the patient's status was stable.